Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between may 20-21, 2025. H11: the actual device and photographs were received for evaluation. A visual inspection was performed on the actual device, and it was noted that there was a blue particle of foreign matter on the fill port of the eva tpn bag. The returned photographs were reviewed, and it was also noted that there was a blue particle of foreign matter on the fill port of the eva tpn bag. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva tpn bag had particulate matter or foreign matter. The bag contained 125 ml of 0.9% sodium chloride. This issue was discovered during setup and preparation. There was no patient involvement. No additional information is available.